Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID :8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (200 0mcg/ml at 500 mcg/day) from an implanted pump. The indication for use was intractable spasticity and cerebral palsy. Starting on an unknown date the patient had experienced fluid collection over there pocket, swelling, and the patient had a brief history of a return of spasticity. The hcp also stated that no diagnostics had been performed. On (B)(6) 2016 a revision occurred. The pump pocket was opened and bloody serous fluid was suctioned. When the surgeon took the pump out of the pocket there was a large amount of white opaque gelatinous material removed. The catheter site was opened and there was no visible fluid collection. A "possible" kink at the connector was seen and the proximal portion of the catheter was explanted. The pump was secured with two suture loops. It was also noted that the flipped pump had a portion of looped catheter at the pump. The hcp sent multiple samples of fluid and tissue for culture. At the time of the report that patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.